Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise, elevated sensing integrity counter (sic), and multiple non-physiologic non-sustained ventricular tachycardia (vt) episodes. In addition, undefined rv pacing lead impedance was noted. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.